Event description:
According to the reporter, the device does not deliver energy to a defibrillation test analyzer, and the device displays an "energy fault" message. There were no reports of any pt use with the device.

Manufacturer narrative:
The reporter purchased and replaced the device power conversion pcb assembly, and then observed proper operation. The device was returned to use in the hosp.